Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and the area was not clean prior to beginning peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with cefizox 1 gram once daily intraperitoneally (duration not reported), heparin 500 international units in all bags (frequency and duration not reported), amikacin injection 100 milligrams od (route and duration not reported), and pasupit injection 100 milligrams once a day (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.